Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided) and a large ketone level identified as dangerous. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with an unspecified intravenous treatment. Reportedly, the customer was released about 4-5 days later with the issue resolved and no permanent damage.